Event description:
It was reported that the pump exhibited a plunger error. No patient injury or involvement was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top and bottom cases were cracked and the right plunge case and the barrel clamp head were broken. A review of the event history log (ehl) identified check syringe plunger sensor. During the functional testing the reported issue was able to be duplicated. The root cause was due to customer damage. Replaced plunger printed circuit board (pcb) and upgraded software. Performed preventative maintenance and all functional testing.